Event description:
A physician has had three occurrences of inflammation reaction associated with model u840a uv-absorbing hydrophilic, posterior chamber intraocular lens. To date, facility has not received the particular details relating to this specific control number.